Event description:
It was reported to that the piston is leaking on the footend. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported to that the piston is leaking on the footend. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to report that it was communicated to the customer that the bed was out of its service life and it was recommended to discontinue use. Customer also informed stryker would not be able to repair the unit. Customer performed evaluation.